Manufacturer narrative:
(B)(4). Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare provider (hcp) via the representative reported the interstim device was "not working", and there was a "potential per formance issue." The device was explanted on the day of report. No patient complications were noted. The explant was indicated to be non-prophylactic--"device was not functioning within normal tolerances." The patient's indication for use was urinary dysfunction/s acral nerve stim and gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.